Event description:
Two year old male child had been run over by propane delivery truck and sustained multiple severe head and internal injuries. Paramedics attempted to insert intraosseous infusion needle which bent immediately upon hitting bone. Patient was transported to the hospital where the procedure was performed with a different type of needle without incident. Patient died several hours later. Device malfunction was judged to have caused no additional harm or to have influenced the outcome of the injuries in any waydevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.